Event description:
During surgical procedure it was noted that there was no urine in the catheter tube or the bag. The surgeon was concerned that the bladder was large. Upon investigation it was noted that a blue piece of plastic was lodged in the catheter tubing. The outer catheter was squeezed until the item was dislodged and removed. Reconnected drainage bag and the patient voided 1000ml clear, yellow urine.